Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare provider reported a connectivity issue between a pod and a continuous glucose monitoring (cgm) sensor, resulting in the controller not displaying sensor data. The patient wore the pod on the skin for approximately 37 to 48 hours. Despite multiple troubleshooting steps, including replacement of pods and sensors, power cycling, re-entry of pairing information, and verification of close proximity and line of sight, the issue persisted. The dexcom app displayed readings, while the controller repeatedly showed ¿sensor not found.¿ during a prolonged period without cgm data, the patient was diagnosed with elevated blood glucose, high ketones, and mild diabetic ketoacidosis, with associated vomiting. Medical assistance was provided remotely, including guidance for pen insulin correction and ketone monitoring. No hospital admission occurred. A supplemental report will be provided if additional information becomes available.